Event description:
Paramedics attended to a person complaining of chest pain. The pt was alert, conscious with a weak pulse upon their arrival. Oxygen was administered. The pt subsequently lost consciousness and became asystolic. Atropine and epinephrine were administered. The operator attempted to administer external pacing. The pacemaker was set to 80ppm and 80 ma. There was no electrical or mechanical capture observed. Atropine and epinephrine were again administered. A backup pacemaker was made available and used for external pacing. Mechanical capture was achieved. The pt's outcome was described as ok. It was the operator's opinion that pacing current was not being delivered to the pt.